Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was getting a power error detected error the customer¿s blood glucose level was 55 mg/dl. The customer reported that they had already performed the troubleshooting, was able to complete rewind but the insulin pump still displayed power loss alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error and low battery alarms due to connector resistance issue. No unexpected replace battery now alarms noted during testing.